Manufacturer narrative:
The patient remained ongoing on vad-11591 until a pump exchange was performed on 13sep2017 for suspected pump thrombosis, which was confirmed through the evaluation of the returned device. Refer to medwatch MFR report # 2916596-2017-02269 for a full evaluation of the device. A correlation between the device and the reported embolic cerebrovascular accident could not be conclusively determined. Evaluation of vad-11591 did not identify any factors that would have directly contributed to the reported stroke. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI)- device was manufactured prior to the UDI labeling implementation. Approximate age of device - 5 years and 5 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient was admitted on (B)(6) 2017 due to diarrhea, extreme fatigue and the fecal occult blood was positive. The anticoagulation was held and the patient was bridged with heparin drip. The heparin drip was held temporarily due to colonoscopy; however, the patient was deemed too unstable for the procedure. The colonoscopy was cancelled and the heparin drip was resumed. On (B)(6) 2017, the inr was 1.4 and the heparin drip was held temporarily until the colonoscopy was performed. The colonoscopy revealed chronic colitis. The inr was above 2 since(B)(6) 2017; however, the lactate dehydrogenase continued to rise. The patient experienced an embolic cerebrovascular accident on (B)(6) 2017. No additional information was provided.